Event description:
It was reported that approximately three years and seven months post initial implantation, the patient underwent a right sided knee revision due to joint instability. The surgeon suspects bearing wear as the cause. Due diligence is in progress for this complaint; no further additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni tib tray sza rm; item# 154719; lot# 6744425. Oxf ph3 cementless fem sz xsm; item# 154912; lot# 6774800. G2 - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the bearing shows signs of wear and tear with gouging on both the working and non-working surfaces. There is also some pitting on the working surface as well. Functional features were measured and were deemed to be conforming to specification. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.